Manufacturer narrative:
The device was received with partially broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the area where you screw the reservoir is messed up. The customer states the reservoir does not screw in and does not stay in there. The customer states the area around there is cracked. The customer's blood glucose level at the time of incident was 365mg/dl. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.